Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to load a cartridge, and the customer was unable to complete the load process. The customer experienced a blood glucose level displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer relaunched the mobile app, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.